Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that instruments on universal surgical manipulator (usm) 1 and 3 were opening and closing with a fluttering action without being controlled. The customer requested a system check. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The master tool manipulator right (mtmr) failed intuitive motion test; therefore, the fse replaced the mtmr to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator right (mtmr) was analyzed, and the reported issue could be confirmed and replicated by failure analysis. However, the intuitive motion system test failure was not replicated during in-house testing. Upon logs review, the mtmr wrist pitch counter balance calibrate failure was found, confirming the fault occurred in the field. In addition, error 23075 could not be confirmed to be related to the reported event of intuitive motion failure. The unit was installed on an in-house system and driven with an in-house instrument. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No issues were observed and the unit passed system test. After installing on a test system and running the fitness test, the unit failed gravity balance test post sine cycle. After running calibrations and adding grease to the gears for low friction post sine cycle failures and cable re-tensioning, the mentioned tests passed. However, joint failed to move as expected during the test. Visual inspection was performed and the wrist pitch counterbalance cable was found to be off the pulley, replicating the wrist pitch counter balance calibration failure reported. The cable was placed back on the pulley, retested, and passed. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to derailed wrist pitch counterbalance cable.